Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 50 events were reported for this quarter. Product return status - 49 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status - 36 events were confirmed during testing. - 31 devices were found to be affected by a lubrication problem. - 2 devices were found to be affected by corrosion. - 1 device was found to be affected by a lubrication problem and a shattered bearing. - 1 device was found to be affected by a shattered bearing. - 1 device was found to be affected by a fractured drive end. 4 events were not confirmed during testing; however: - 1 device was found to be affected by corrosion. - 3 devices were found to be affected by a lubrication problem. 1 event was not confirmed during testing; the device was found to be within specifications. 8 device evaluations are in progress. Additional information - 50 devices were not labeled for single-use. 50 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 50 </noe> malfunction events in which the device reportedly overheated. 49 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 50 total events were initially reported. 8 previously reported events are included in this follow-up record. Product return status 6 devices were received. 2 devices were not available for evaluation.   Evaluation status 4 reported events were confirmed during testing. - 4 devices were found to be affected by broken down lube. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by broken down lube. Additional information 50 devices were not labeled for single-use. 50 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 50 </noe> malfunction events in which the device reportedly overheated. 49 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.